Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user received a recurring restart alert on the ilet and, despite multiple restarts and a subsequent shutdown, the device failed to power on even while connected to a charger that showed a solid green indicator; the user later disclosed the device had been dropped the day prior but functioned for about a day before the failure. Symptoms included no adverse clinical effects, with blood glucose reportedly unaffected. Outcomes included discontinuation of ilet therapy and transition to backup therapy, while continuing cgm via dexcom. Investigation included remote troubleshooting, verification of charging status, and arrangement for device replacement. Investigation of this device revealed an unresolved restart alarm followed by failure to power on, consistent with a device malfunction potentially involving internal electronic or power-control components, with suspected damage from impact based on the reported drop. It was concluded that the device would get stuck on bootloader screen and power off and on while on charging pad. Reference battery was used, device successfully powered on, presenting no alerts in notification menu. Confirming complaint due to defective battery.